Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was explanted and on the same day was replaced with a shorter length lens. Cause of the event was reported as unknown. The problem was resolved.